Event description:
Surgeon reported on of his partner's patients developed an inflammation; suspected to be tass. Cause of event is not known.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Retention sample was tested and found to meet release specifications. Batch record review indicated all chemical, toxicological and microbiological testing was normal and there were no remarks related to compounding, filling or sterilization of the lot. There is one similar reports for this lot of product.